Manufacturer narrative:
This is being filed as unconfirmed eye infection. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusions as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Account called wanting to know how to disinfect a lens that had previously been worn while the pt had an eye infection, to prevent re-infection. Follow up with the account for more information was made with no reply to date. This is being filed as unconfirmed eye infection.